Event description:
Healthcare professional reported left side "rupture" and "exchange from textured to smooth due concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: observed stress marks. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture" and "exchange from textured to smooth due concern with the product". Device has been explanted.